Event description:
Advancement of the device was smooth. There were no extreme angulations. No difficulties during deployment. During the procedure it was not possible to completely retract the release grip over the twist lock. The proximal clasp was still fixed. We had to open the slotted hypo tube and retract the outer control tube to be sure the suprarenal fixation was released. After this bail-out the suprarenal fixation was fully open and removal of the system was without any issue. Patient outcome - "there were no negative outcomes for the patient."

Event description:
Advancement of the device was smooth. There were no extreme angulations. No difficulties during deployment. During the procedure it was not possible to completely retract the release grip over the twist lock. The proximal clasp was still fixed. We had to open the slotted hypo tube and retract the outer control tube to be sure the suprarenal fixation was released. After this bail-out the suprarenal fixation was fully open and removal of the system was without any issue. Patient outcome - "there were no negative outcomes for the patient."